Event description:
The customer reported via phone call that she had been experiencing high blood glucose over 600 mg/dl. During the call, the customer mentioned that she had issues with the sensor; she kept receiving lost sensor alerts. The customer checked blood glucose again and it read over 600 mg/dl but she declined troubleshooting and stated the meter might not be reading correctly. Customer was transferred for meter assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.